Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolution registry. Same case as MDR ID: 2134265-2015-05404. It was reported that a cerebral air embolism and patient death occurred. In (B)(6) 2014 a 27mm watchman laa closure device was implanted during a left atrial appendage (laa) closure procedure. A watchman access system was advanced and used successfully. A 27mm watchman laa closure device was then deployed and released successfully. No recapture attempts were made. The device was placed distal to and spanned the entire laa ostium. A complete seal was noted. There were no concomitant procedures performed. A periprocedural cerebral ischemia was noted. The patient was referred post-intervention to the intensive care unit (ICU) in a comatose state with no reaction or spontaneous motor functions. Computerized cranial tomography (cct) performed four hours after intervention noted several air bubbles in both cranial hemispheres. Due to patient history and computerized tomography (CT) morphology it is assumed that the patient suffered from a massive air embolism. After admission to the ICU, the patient showed no change and remained in a deep comatose state. Per neurologist's assessment it was assumed that the patient suffered from heavy hypoxic brain damage. No further intensive care measurements were performed and the patient was extubated. On (B)(6) 2014 the patient died without reanimation.